Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient reported that they were having issues with their implant. Patient reported that the implant turns off the stimulation by itself while charged. The patient also reported that their implant has depleted more quickly. Patient noted that the highest they have increased their stimulation to was 2. 3. Patient mentioned that they feel the stimulation in their right leg, they want the stimulation on both legs, but they barely get stimulation on their left leg. Patient mentioned that they began to feel pain at the battery site. The patient was redirected to their healthcare provider to further address the issue.